Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. This device was returned from the field for no telemetry communication. Analysis of the device did not confirm the no telemetry or suspected high current drain failure conditions. The device telemetry and output circuitry functioned nominally during testing. The device also passed all memory, interconnect, and fault grade testing. The device was exposed to temperature (approx 40c) for 18 hours, but the reported failure conditions did not manifest themselves during this time. The analysis was stopped at this point with no confirmation of the no telemetry or suspected high current drain failure conditions. Performance data collected from the device was analyzed. Battery depletion was indicated on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows battery was 2.845 to 2.606 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012, 02:15:00 and (B)(6) 2012, 02:15:00.

Event description:
It was reported that the patient heard an alert. The device was found to be a recommended replacement time prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Battery depletion was indicated on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows battery was 2.845 to 2.606 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:00.